Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received bilateral primary attune tkas to treat pain secondary to osteoarthritis. The patella was resurfaced and competitor cement x2 was utilized for each knee. The surgeon notes that both knee has severe loss of articular cartilage in the medial compartments with bone on bone contact and osteophytes in joint and intercondylar notch. The procedure was completed without complications. Clinical note dated (B)(6) 2019: patient reports progressive pain with ambulation, swelling, and hyperextension of the left knee. Patient reports pain upon rising from a seated position. X-rays identified tibial radiolucencies with debonding at the cement to implant interface. Physical exam confirmed decreased flexion, pain, and effusion. The physician also identified a limp. The patient was referred for revision surgery. Patient received a left knee revision to treat pain, impaired mobility, swelling, and decreased rom secondary to aseptic loosening. Upon entering the joint, the surgeon identified and excised periarticular scar tissue and evacuated effusion. The tibial tray was grossly loose and debonded at the cement to implant interface and revised. The surgeon debrided tibial cystic material. There was no reported product problem with the revised tibial insert. The patella and femoral components were well-fixed and retained. The patient was revised with a depuy attune tibial revision construct utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, left knee.